Event description:
Comment to ea: the provided pattern of egm is most likely loss of capturing. The patient have intrinsic conduction. Therefore, no >2sec of pause recorded on the egm. The caller provided ts emg and setting summary. Original message. From: (B)(6) sent: thursday, (B)(6) 2014 1 :54 pm to: (B)(6) subject: what's this? (B)(6), this egm have (vs) just after vp. What is this? Best regards, (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).